Event description:
It was reported that the patient¿s implant was working but not how it used too. It was noted that since about 2-3 months prior to this report the patient felt like stimulation was all at the battery site. There were no falls or traumas in that time frame. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3550-09, lot# la1984, implanted: (B)(6) 2002, product type: accessory. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3888-28, lot# l37569, implanted: (B)(6) 1997, product type: lead. (B)(4).